Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28 x 2.25 mm, concentric and de novo target lesion was located in the mildly calcified obtuse marginal branch. A 2.25 x 32 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer damage was measured and is within maximum crimped stent profile measurement.the tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft of the shaft polymer extrusion profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28x2.25mm, concentric and de novo target lesion was located in the mildly calcified obtuse marginal branch. A 2.25x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.